Event description:
During the case the surgeon was turning the cam to cover the screw heads and the cam disassociated from the plate. The plate was replaced with a new one. The plate has not yet been returned to the company. There was no harm to the patient.